Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to unspecified reason. Additional information received stated that patient experienced increased recurring incontinence without device malfunction. There was no suspicion of erosion or fluid loss from the system. However, there was suspected insufficient compression of the urethra due to urethral atrophy / stricture. A double cuff was implanted and none of other components were explanted. The patient was doing well post-surgery and he had decreased leakage after device activation.